Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2021-18580, 1627487-2021-18578. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, surgical intervention occurred wherein the ipg and extension was explanted and replaced. It is unknown which extension is related to the issue. Therefore, all the suspected devices are being reported.